Event description:
It was reported that patient underwent procedure utilizing two bipass suture passers and an arthropasser retriever in 2009. One bipass suture passer¿s internal canal was blocked and the other passer¿s fixation plate was damaged. The arthropasser retriever¿s opening system was damaged. During the procedure, due to complications reported, a two hour delay in procedure was experienced.

Event description:
It was reported that patient underwent a procedure utilizing two bipass suture passers and an arthropasser retriever in 2009. One bipass suture passer's internal canal was blocked and the other passer's fixation plate was damaged. The arthropasser retriever's opening system was damaged. During procedure, due to complications reported, a two hour delay in procedure was experienced.

Event description:
It was reported that patient underwent procedure utilizing two bipass suture passers and an arthropasser retriever in 2009. One bipass suture passer's internal canal was blocked and the other passer's fixation plate was damaged. The arthropasser retriever's opening system was damaged. During procedure, due to complications reported, a two hour delay in procedure was experienced.

Manufacturer narrative:
Additional information was received from biomet stating the two bipass suture passers were attempted for use in the same procedure. However, the arthropasser retriever was attempted for use in a different procedure involving another patient. It is unclear which procedure incurred the two hour delay. This report filed september 1, 2009.

Manufacturer narrative:
Functional evaluation of the returned component found that the fixation plate appeared to have experienced excessive force due to misuse. This can cause the plate to permanently deform upwards, which would not allow the component to spring back downwards and properly capture the suture after it has been passed. It is difficult to determine exactly what caused the deformation.this report filed september 1, 2009.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.